Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), leak was observed. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), leak was observed. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak during prep. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported leak during prep could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.